Event description:
It was reported that during a therapeutic laparoscopic surgery, the camera head on the left side of the screen turns yellow abnormally for unknown reasons. The issue occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
Updated fields: g3, h2, h6 (investigation findings, investigation conclusions), h10 corrections: g2 - report source.

Event description:
It was reported that the camera head on the left side of the screen turns yellow abnormally for unknown reasons. The issue occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
Based on the investigation's results, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.